Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. During the visit, the device went into backup mode due an unknown cause. The device was programmed back to normal settings. The patient was stable throughout.